Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cable and wires is excessive force placed on the cable. In addition, the latches on the trunk cable connector were broken, creating an insecure connection between the monitor and electrode belt. The root cause of the damaged connector is excessive force placed at the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device had a damaged cable.